Manufacturer narrative:
The incident happened with a microtome, a device that is brought on the market for decades by multiple manufacturers. In this case, the incident happened with a sakura autosection microtome. A microtome is used in the histopathology process to cut slices of biopsy of human tissue; therefore, a microtome uses very sharp knives. The nature of the device requires for the user to pay attention and be careful when using it. Per 0006801-02 revg operating manual tissue-tek autosection automated microtome 5000 page 8, users shall "always lock the hand wheel and cover the cutting edge with the blade guard prior to manipulating the blade or the specimen, changing the specimen, or when the instrument is not in use". The customer acknowledged to be trimming a block with a sakura autosection device while not using the blade guard. Ignoring this safety precaution, in combination with being distracted and not focusing on the device being in operation, resulted in user harm. Based on sakura finetek europe investigation, the log files received have been reviewed and has not shown any irregular behavior. Sakura finetek europe recommended, informing the customer to follow the instructions as provided within the operating manual to reduce these incidents from happening in the future.

Event description:
Sakura finetek europe notified sakura finetek USA on 28-feb-2025 about the incident that occurred on (B)(6) 2025 at a healthcare facility in spain. The customer was using sakura autosection microtome to trim a paraffin block while the blade guard protection was not in place. Without stopping the device, the customer placed one of their fingers between the moving chuck and the microtome blade, subsequently cutting a part of their finger (3rd digit). The customer reported that the incident was caused by them being distracted while talking to one of their colleagues.